Event description:
It was reported that the patient presented to the clinic due to undersensing of the p-waves and intermittent pacing. X-ray showed the rv lead was twisted with the atrial lead. The rv lead was capped and the atrial lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.